Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss may be due to a number of factors including, but not limited to operator deployment technique, manufacturing, or patient anatomical conditions. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During manufacturing, the needle trajectory of every device is verified twice. Additionally, a sampling of units is destructively tested to verify product quality, to include suture placement, to verify the functionality of the device. Patient anatomy may contribute to a needle-to-cuff miss. A femoral angiogram performed prior to arteriotomy closure revealed no vessel calcification, vessel tortuosity, or scarring at the access/groin site. Based on the reported information and the inspection criteria, a definitive cause for the reported needle-to-cuff miss and associated patient effects could not be determined. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.